Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the flexvision pc was not booting up. Review of the log file showed ¿malfunctioning flexvision pc¿. Part analysis was done and confirmed that the component was possible defective psu and failure mode is unit non-functional/dead. Upon further inspection, philips field service engineer (fse) inspected the system onsite and found that the failure of the flexvision pc is the cause of the issue. Fse replaced the flexvision pc, re-loaded the software and re-booted the system. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the flexvision pc was not booting up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc, reloaded the software which resolved the issue. The device was returned to use in good working order.